Event description:
Couldn't use it because the needle was already bent/ needle was bent in 90 degrees [needle issue]. No adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns adverse events of needle issue and no adverse event in a female patient (age, and race not reported) from the united states. The patient's age at the time of events experience was not reported. On 20-jan-2026, amneal pharmaceuticals received information from a patient via a voicemail concerning above mentioned adverse events experienced while on amneal's adrenaclick (epinephrine auto-injector). Additional significant information (#1) was received on 21-jan-2026 from the patient via a telephone call. New information included current condition, product detail, event detail updated. The case narrative was updated. On (B)(6) 2026, the patient started the treatment with epinephrine injection (dose, strength, route, frequency and therapy start date were not reported) for an allergic reaction (swollen lips and itching all over the body). Concurrent conditions included allergic reaction (swollen lips and itching all over the body). Co-suspect medication, concomitant medications, medical history, history of procedures and surgeries, history of smoking/drinking, historical drug and recreational drug use were not reported. Laboratory tests were not reported. The patient stated that on (B)(6) 2026, she experienced an allergic reaction consisting of swollen lips and itching all over the body. She reported that when she opened the medication box and removed the blue cap of the first injector, she observed that the needle was bent at a 90-degree angle and was unable to use it. She then used the second injector, which she stated was fine. On the same day, she was taken to the emergency room and was discharged the same day. She reported that she recovered from the allergic reaction on (B)(6) 2026. She further stated that she had used this medication before and had never experienced any issue. She also stated that she did not have any pictures of the medication; however, she confirmed the manufacturer name as amneal. Last action taken with epinephrine in relation to needle issue and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events needle issue and no adverse event were unknown. The reporter did not provide the causality of events needle issue and no adverse event with epinephrine. This case was considered as serious. The reportability of this case was expedited.

Manufacturer narrative:
This is default text configured for block h10

Event description:
Couldn't use it because the needle was already bent/ needle was bent in 90 degrees [needle issue] no adverse event [no adverse event] case narrative: this initial spontaneous report concerns adverse events of needle issue and no adverse event in a female patient (age, and race not reported) from the united states. The patient's age at the time of events experience was not reported. On (B)(6)2026, amneal pharmaceuticals received information from a patient via a voicemail concerning above mentioned adverse events experienced while on amneal's adrenaclick (epinephrine auto-injector). Additional significant information (#1) was received on (B)(6)2026 from the patient via a telephone call. New information included; current condition, product detail, event detail updated. The case narrative was updated. On (B)(6)2026, the patient started the treatment with epinephrine injection (dose, strength, route, frequency and therapy start date were not reported) for an allergic reaction (swollen lips and itching all over the body). Concurrent conditions included allergic reaction (swollen lips and itching all over the body). Co-suspect medication, concomitant medications, medical history, history of procedures and surgeries, history of smoking/drinking, historical drug and recreational drug use were not reported. Laboratory tests were not reported. The patient stated that on (B)(6)2026, she experienced an allergic reaction consisting of swollen lips and itching all over the body. She reported that when she opened the medication box and removed the blue cap of the first injector, she observed that the needle was bent at a 90-degree angle and was unable to use it. She then used the second injector, which she stated was fine. On the same day, she was taken to the emergency room and was discharged the same day. She reported that she recovered from the allergic reaction on (B)(6)2026. She further stated that she had used this medication before and had never experienced any issue. She also stated that she did not have any pictures of the medication; however, she confirmed the manufacturer name as amneal. Last action taken with epinephrine in relation to needle issue and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events needle issue and no adverse event were unknown. The reporter did not provide the causality of events needle issue and no adverse event with epinephrine. This case was considered as serious. The reportability of this case was expedited. This significant follow up (#1) information was received on (B)(6)2026. New information received includes qa investigation report attached to this case. On (B)(6)2026, a complaint was received reporting that ¿the needle was already bent.¿ strength and lot number were unknown, and the sample was not returned for evaluation. As the issue relates to device assembly and packaging, phillips-medisize conducted the investigation. A pfizer cmo investigation was not warranted. Review of the apr identified no deviations or discrepancies that could have contributed to the reported defect. Because the lot was unknown, a lot-specific complaint history and retain sample evaluation could not be performed. A 24-month trend review identified nine similar ¿bent needle¿ complaints across 4,525,420 two-pack devices released (249 batches), representing a complaint rate of 0.00020%. None were confirmed upon investigation (0% confirmed occurrence). Manufacturing controls limit needle deflection to less than/ equal to 2 degree from straight, and the needle remains protected within the nose cap prior to activation. A pre-existing 90 degree bend would not be consistent with in-process controls and would likely prevent proper cap removal. Pmr-3479-1 dose reliability testing (n=325) did not identify bent needles when insertion and removal angles were maintained; needle deformation was associated with rotation or improper removal post-activation. Labeling and IFU were reviewed and found to provide clear, FDA-approved instructions for proper administration and disposal. No deficiencies were identified. Based on available evidence, the most probable root cause is improper end-user handling post-injection rather than a manufacturing defect. All lots released to market were manufactured in accordance with approved batch records and met established specifications at the time of release. No corrective or preventive actions are warranted at this time. Last action taken with epinephrine in relation to needle issue and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events needle issue and no adverse event were unknown. The reporter did not provide the causality of events needle issue and no adverse event with epinephrine. This case was considered as serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.